Manufacturer narrative:
The field service engineer (fse) noted that the monthly maintenance was due. He also found the cells to be visibly dirty, the cell rinse tubes leaky and the diaphragms were worn out. The fse then cleaned all the rinse units. He replaced the tubes on the rinse unit. He also replaced the vacuum diaphragm and flapper valves. He performed mechanical checks and cell blank measurements with acceptable results. Calibrations and qcs were performed with acceptable results. He confirmed that the module was working within specifications. The customer performed precision tests with acceptable results. The investigation excluded reagent issues. The investigation determined that the issue was consistent with a maintenance issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable glucose result for one patient sample tested on the cobas 8000 c702 module. The initial result was not reported outside of the laboratory. The reporter questioned the result which prompted a rerun of the sample. The initial glucose result was 34.6 mmol/l. The repeat result was 4.9 mmol/l. The reagent lot number was requested but not provided.